Event description:
Boston scientific received information that this right ventricular lead dislodged and was explanted two days post implant. This lead was attempted to be implanted but the physician elected to sue an active fixation lead instead.